Event description:
Six hours after a dental impression procedure with impregum penta impression material the patient experienced blistering and burning sensation inside the mouth, swelling of lips, mucosa, neck and face. Allegedly, the patient showed aphthae and had slight difficulty in swallowing. It is further reported that the patient was administered 2 tablets of cetirizin beta (cetirizine dihydrochloride, antihistaminic) and , additionally, an injection which is presumed to be also in anthistimantic.